Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd preset¿ eclipse¿ leaked blood after drawing it up from the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2019, after withdraw blood from the patient, the nurse found the abg blood leakage."